Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.